Manufacturer narrative:
Destructive analysis of the pump was completed and no additional anomalies were found.

Event description:
(B)(4) 2014 (rep): additional information received reported that the pump system was delivering morphine and bupivacaine.

Event description:
The pump was refilled on 2014-(B)(6) and at that time a volume discrepancy was noted. The expected volume reservoir (erv) was 8ml the actual residual volume (arv) was 1ml. The physician was concerned because it had always been very predicable and accurate residual volume compared to what was expected. This had been the 2nd refill in a row where a larger volume discrepancy was noted and over infusion was suspected. Patient had symptoms of altered mental status (ams). The patient's ams was not confirmed to be associated with pump but the clinician suspected it may be connected if pump was indeed over infusing. It was reported that there was surgical replacement for the pump scheduled for 2014-(B)(6). The patient's status at the time of delivery was "alive-no injury." The pump was infusing morphine. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Concomitant: product ID 8598a, serial# (B)(4), implanted: 2010-(B)(6), product type catheter. Product ID 8711, serial# (B)(4), implanted: 2010-(B)(6), product type catheter. (B)(4). Analysis of the pump found there was overinfusion with an undetermined root cause.